Event description:
This event was reported as valve explanted after one year due to severe mitral regurgitation and shortness of breath. At explant, valve had excessive intimal material. Surgeon felt a clot developed in the covering of valve, leading to leaflet failure.